Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 19 months ago. Aneurysm and vessel morphology from the time of implant were not reported. It was reported that the patient returned for follow up and the aneurysm was 4.6 cm. The patient was to be brought back in three months; however, the patient presented emergently one month ago with abdominal and back pain. The CT demonstrated that there was a proximal type I endoleak, type ii endoleak and the aneurysm had ruptured. The aneurysm had not changed in size since the last CT was done but the aneurysm had ruptured. The patient's family elected to not have any further intervention due to the patient's age and deteriorating health. The patient later expired. Post implant film review show that the ipsilateral limb is on the right side; the limbs are crossed. The stent graft is approximately 10mm below the renals. There is a proximal type I endoleak with minimal sealing beginning near the posterior side of ring 2, where the neck diameter is approximately 30mm. The cause of the proximal type I endoleak may be due to disease progression; however, films prior to implant and immediate post-implant were not available.

Manufacturer narrative:
(B)(4). Evaluation method: (film). Evaluation .results: . Inherent risk of procedure (endoleak, ruptured aneurysm, death), patient's condition affected effectiveness of device (disease progression, type ii endoleak). Evaluation conclusion: device failure/lack of effectiveness related to patient condition (disease progression, type ii endoleak).